Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow-up this left ventricular (lv) lead exhibited high out-of-range pace impedance measurements and high pacing thresholds. An x-ray was performed that revealed clavicular/first-rib crush. The physician elected to increase lv output and monitor the patient remotely. No adverse patient effects were reported. This system remains in service.